Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the brush extended, and the brush would extend and retract without issue when the handle was actuated. The device was inserted into a duodenoscope and functioned properly with the scope both straight and fully deflected. The condition of the returned device was not consistent with the complaint that the brush was difficult to retract; the complaint was not confirmed. The device showed neither evidence of the alleged issue nor any defect which could have contributed to the event. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was tested prior to an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2011. According to the complainant, a great deal of force was required to retract the brush into the sheath. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was tested prior to an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2011. According to the complainant, a great deal of force was required to retract the brush into the sheath. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.